Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2010; dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing noise, elevated sensing integrity counter (sic), high impedance, impedance spikes, and was possibly fractured. Device high voltage therapies were turned off and the lead was later capped and replaced. No patient complications have been reported as a result of this event.